Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir was damaged. The blood glucose was not provided at the time of the incident. The customer reported a large crack on the reservoir. The customer also reported battery issues and no delivery alarms. Troubleshooting was not provided. The insulin pump will not return for analysis.